Event description:
This lead was explanted due to inappropriate shock. Should additional information be received, this file will be updated. Inner outer rub through was seen under fluro and upon extraction. Lead was sent to pathology.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.